Manufacturer narrative:
A ge service representative performed an investigation. The fluoro functions board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the images were not diagnostic. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.